Event description:
Patient's friend called lfs on patient's behalf alleging that meter would not power on. Patient was described as feeling anxiety, dizzy, tired and hungry at the time of concern. When called for additional information, patient reported that the meter had been having the power issue for one week. The patient developed the symptoms one week prior to the power issue. Patient did not have a back up meter to use during the time of concern. Patient decided to go to the ER, was unable to recall the exact result, however, patient mentioned that it was above "220 mg/dl". Patient was treated with insulin. The patient did report that insulin regimen was based on the meter results. The customer service representative discovered through troubleshooting that the batteries were replaced less than 1 year ago, batteries were correctly installed, and the battery contacts were in good condition. The meter was replaced, as a result of the unresolved power issue. There is no evidence that the meter contributed to an adverse event, since the patient developed symptoms prior to the meter having a power issue. The patient was unable to recall the exact blood glucose obtained at the ER. The meter is being reported due to unresolved product malfunction.